Event description:
It was reported to tyco/healthcare/kendall on 11/01/01 that a dialysis catheter leaked. The catheter was implanted approx. 1 week prior to it leaking. The patient was admitted and the catheter was explanted and replaced. No complications. No pt harm or injury.